Event description:
It was reported that an alert of high shock impedances out of range for this right ventricular (rv) lead was recorded. Technical services (ts) discussed 3 possible causes, nonetheless the patient has implanted a cardiac contractility modulation (ccm) device, and given the normal trending for the patient, electromagnetic interference (emi) could be the cause of the out of range measurements caused by the ccm. Ts recommended bringing the patient to the clinic for troubleshooting. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).